Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic after receiving a vibratory notifier for nonsustained rv oversensing. The noise resulted in pacing inhibition. Noise was not reproducible. It was suspected the cause of noise was external emi. The patient was probably using a lawnmower or hvac equipment at the time of oversensing noise. The secure sense was turned on and the patient notifier was re-enabled. The notifier alert was cleared. The patient will be monitored through merlin.